Event description:
Customer reported a hospitalization due to high blood glucose. The current blood glucose reading is 95 mg/dl. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that the tape was not sticking. Diagnosed hyperglycemia. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.